Event description:
During a f/u appointment with a pt, the surgeon determined that the spiralock anchor broke during the post-operative timeframe and lead to the failure of the rotator cuff repair. A revision rotator cuff repair procedure was performed to complete the case. A similar case was also reported by the surgeon (see associated MDR 1221934-00183).

Manufacturer narrative:
Depuy mitek to date has not yet rec'd the complaint device for eval. Also, no lot numbers have been supplied, which precludes a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. However, this type of device failure has historically been attributed to the possiblity that the device was inserted in an off-axis alignment, which is cautioned against, or that the bone quality of the pt was hard, which is cautioned against in the IFU. This situation resulted in a second procedure being performed. As a result of surgical intervention an MDR shall be filed to document this event. When the complaint device is rec'd here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a f/u report will be filed.